Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and sutures have been deployed and were not returned. The outside driver tube is missing. Only the inside die tube is present on the device. The suture cleat is missing. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polyester material specification form, found that the sutures must comply with a break strength of 8.4 - 10.4 lbs. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences, and rough handling or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the outer sheath if a q-fix delivery system broke and remained inside the patient. The broken piece was removed from the patient by using x-rays. It is unknown how was the procedure completed or if there was any surgical delay. No further complication were reported.

Event description:
It was reported that, during surgery, the outer sheath of a q-fix all-suture anchor broke and remained inside the patient. The broken piece was removed from the patient by using x-rays to locate and grasper to remove. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported. Patient status is good.

Manufacturer narrative:
H10: h2: additional information on b5 and h6.

Manufacturer narrative:
H11: h2: corrected data on b5/d1/d2a/d2b/d4/g4 and h4.

Event description:
It was reported that, during surgery, the outer sheath of a q-fix all-suture anchor broke and remained inside the patient. The broken piece was removed from the patient by using x-rays. It is unknown how was the procedure completed or if there was any surgical delay. No further complication were reported.